Event description:
It was reported, the patient underwent a permanent implant surgery. During the procedure, intra operative testing showed high impedances on multiple contacts. Troubleshooting could not provide resolution. As a result, the lead was removed and replaced with a different model. The issue resolved by the replacement lead.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.